Event description:
This material is rust which develops when saline comes in contact with tiny fragments of ferrous impurities embedded in the gasket. This issue has been around for a while and all flush manufacturers have encountered it. The occurrence of rust in syringe is about one in 3-5 million. However, it manifests itself in a form that is alarming. We have already had this analyzed and I am happy to send you analysis data from labaratories to substantiate it.